Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was not able to be powered on. The battery cap was able to be fully secured to the pump and the battery compartment was intact. The pump case was found to be cracked in the upper right-hand corner of the display area. A leak test was performed and a pump case leak was found. The pump case was removed and evidence of moisture contamination was found inside the pump.